Event description:
It was reported by service report that the cot had a worn wheel on the caster assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.